Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, blood clots, inferior vena cava (ivc) perforation with filter abutting the abdominal aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of previous episodes of deep venous thrombosis (dvt) and pulmonary embolism (pe) while on a high dose of coumadin. A venous duplex revealed a large clot just below the saphenofemoral junction in the greater saphenous vein. The filter was indicated for recurrent dvt of the right lower extremity and pe. The right neck was prepped and draped, and using local anesthesia, the right internal jugular vein was cannulated without any difficulty. A guidewire was passed into the inferior vena cava, and a small nick in the skin was made to pass the dilator sheath assembly down the bottom of the l4 vertebral body. A hand injection of the vena cava revealed the bifurcation below the renal veins where the trapease filter was deployed. During the procedure, a right internal jugular triple line catheter was also placed due to poor peripheral access and the need for central venous access. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately sixteen years after the filter implantation. The patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, blood clots, clotting and or occlusion of the ivc. The patient further asserts to have suffered from stomach and back pain post implant and experienced constant worry and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was recurrent episodes of deep venous thrombosis (dvt) and pulmonary embolism (pe) while on a high dose of coumadin. A venous duplex revealed a large clot just below the saphenofemoral junction in the greater saphenous vein. A hand injection of the vena cava revealed the bifurcation below the renal veins where the trapease filter was deployed. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, blood clots, ivc perforation with filter abutting the abdominal aorta. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, blood clots, clotting and or occlusion of the ivc. The patient further reports stomach and back pain post implant and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, blood clots, inferior vena cava (ivc) perforation with filter abutting the abdominal aorta. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, blood clots, inferior vena cava (ivc) perforation with filter abutting the abdominal aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.